Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted patient services and stated the red call doctor icon was lit on the remote home monitor. Patient services explained that this indicated a possible alert was not transmitted to the clinic and referred the patient to their clinic for further review of the data. Patient services assisted in troubleshooting why the communicator did not transmit the alert and it was determined that the building where the patient lives had changed their phone service. The field representative contacted the clinic to see if there had been any follow up with this patient. The clinic noted that they have not received a remote interrogation from this patient in approximately one year and that the patient has not made any attempt to communicate with the clinic since that time, including recently. The clinic was not able to provide any further information. The cardiac resynchronization therapy defibrillator (crt-d) remains in service and no adverse patient effects were reported.

Event description:
Boston scientific received information that boston scientific's customer service received a call from a family member who reported that this patient died. The patient's death occurred approximately three months later. There were no allegations of device malfunction and no allegations that the prior product experience caused or contributed to the patient's death. The field representative contacted the patient's clinic. The clinic did not mention a red alert. It appears the patient had transferred to another clinic upstate, but the name of that clinic is not known. This clinic was also not aware that the patient had passed away. It does not appear there are any allegations, or at least none were reported involving the patient's death.